Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with belly and back pain. A CT showed the patient had a 3 vessel snorkel procedure; and that the neck had continued to dilate causing a type ia endoleak to develop between the snorkels. It was noted that the aneurysm measured 8 cm in diameter two years ago but was 9.5 cm in diameter at the most recent scan. The patient was taken to the or and another manufacturer¿s stents were placed in the renal arteries and the superior mesenteric artery. A 36x36x100 valiant device was also place. An angiogram was performed and the endoleak remained. 6 heli-fx endoanchors were then placed, but the endoleak was still present. The physician was able to place a wire between the snorkels and inject thrombin into the area of the endoleak. This reportedly resolved the event. The physician stated that the cause of the event was related to patient anatomy; specifically, disease pr ogression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.